Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report that the patient may have been shocked by the implantable cardioverter defibrillator (ICD) and believes there is something wrong with the ICD. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A follow up with the patient's healthcare provider yielded that the patient was not shocked by the ICD and there were no episodes. The device is working as normal with no issues. The patient's concerns were addressed by the physician.